Event description:
A premature infant with respiratory failure was found to have an IV line backed up with blood. Blood was also noted on the bedding. Tpn and morphine, versed were also on bedding. A break in the stopcock was then noted. The line and stopcock were changed. There was substantial visible blood loss from the device failure. Serial h/h were drawn to determine if she should receive a blood transfusion. Her h/h = 11.2 and 33; these results are slightly low.